Event description:
It was reported that a patient performing a supply change on the ilet could not figure out how to rewind after removing the old cartridge and tubing; the agent guided the patient to unlock the ilet, navigate to the change cartridge and tubing workflow, complete the rewind, insert new supplies, and fill the tubing until drops were seen, after which insulin delivery resumed without alarms. Symptoms included no reported adverse clinical effects. Outcomes included successful restoration of insulin delivery with user education provided. Investigation included a review of user-reported use steps and real-time troubleshooting support. Investigation of this case revealed user error related to incorrect supply change steps with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors.